Event description:
It was reported that a 512sd was used during a cholecystectomy procedure. It was reported by the affiliate that the red cursor did not block, then it was not possible to arm the trocar, there was no consequence to the pt.

Manufacturer narrative:
Tracking #.57790. D6: device returned with no lot identification. Endopath dilating tip trocar: based upon inquiry info rec'd, visual examination and functional test, the reported event could not be repeated during testing, the instrument was tested with the provair test and functioned as required. No conclusion could be reached as to how the reported event occurred.